Manufacturer narrative:
This product was discarded at the facility; therefore, physical analysis cannot be conducted.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving a shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) system. Upon device interrogation, the physician noted an episode of oversensing during a possible morphological change in the signal. The patient was then admitted to the hospital and on (B)(6) 2025, their s-ICD system was explanted and a new transvenous system was implanted. Besides intervention, there were no other adverse patient effects reported. The explanted products were discarded at the facility and therefore are not expected to be returned for analysis.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving a shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) system. Upon device interrogation, the physician noted an episode of oversensing during a possible morphological change in the signal. The patient was then admitted to the hospital and on (B)(6) 2025, their s-ICD system was explanted and a new transvenous system was implanted. Besides intervention, there were no other adverse patient effects reported. The explanted products were discarded at the facility and therefore are not expected to be returned for analysis.